Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced the following as a result of the implantation: recurrence, pelvic/vaginal pain, urinary and bowel problems, erosion, revision surgery, additional implant surgery, vaginal scarring, disfigurement, dyspareunia, back pain, and loss of consortium. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.